Manufacturer narrative:
This is one event (cardiovascular) of two events for the same pt involving three separate products; associated MDR's 1225714-2014-05142, 1225714-2014-05143, 1225714-2014-05144 and 1225714-2014-05145.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on or about (B)(6) 2011, after the use of the product.